Manufacturer narrative:
The reported event of stretched was confirmed. The reported event of inadequate capture could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with procedure damage. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp was reposited due to increased capture threshold at the first fixation site. While attempting to reposition, it was noted that the lp helix had stretched. The device was removed and replaced. There were no patient consequences.